Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. It was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Device had cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed motor error during bolus. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.